Event description:
Further information was received that defibrillation threshold (dft) testing was performed and successful at 21 joules. The shock impedance was 79 ohms. No programming changes were made and there were no adverse patient effects. The system remains in service.

Event description:
Additional information was received from the field representative that this data was reviewed with the patient's cardiologist; the cardiologist was then going to discuss it with the patient's electrophysiologist. No further information was available and no adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up evaluation, the field representative observed the shock lead impedances for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system were trending up. The shock vector was programmed in the triad configuration; at implant the shock lead impedance was 55 ohms, last fall it was 90-100 ohms, and this summer a value >125 ohms was noted. At the most recent clinic evaluation, shock impedance values in the 100s were obtained. The field representative discussed the findings with boston scientific technical services (ts) and further testing was then completed. Other shock configurations were evaluated and yielded measurements >125 ohms, but in the triad configuration values of 119 and 122 ohms were obtained. A save to disk and memory dump were provided for analysis. The analysis revealed that the increase in shock impedance has been gradual with only a few measurements out-of-range (oor). Ts discussed potential follow-up options and the field representative was going to consult with the patient's physician. No adverse patient effects were reported.

Event description:
Additional information was received that the shock lead impedance continues to be high. The field representative reported that the patient's cardiologist scheduled the patient to see an electrophysiologist, and it was anticipated that non-invasive programmed stimulation (nips) testing may be performed. However, the field representative has not been notified that the case has been scheduled and no further information was available. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.